Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 05/11/2017. Retain and return product was tested and performing to specification. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridge testing met the acceptance criteria found in q04.01.003 rev. Z, appendix 1 - product complaint level 2 and level 3 investigation procedure. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. Based on the I-stat ph results of 7.299 and 7.333 and I-stat pco2 results of 8.8 and 45 mm hg there is an indication an I-stat product malfunction occurred. The oxygen values are within the total allowable error (greater of 5 mm hg or 10%) and the calculated so2 is within 1%.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges that yielded suspected discrepant ph, pco2, po2, tco2, be, so2, and hco3 results on a (B)(6) female patient with a shoulder injury. No additional patient information was available. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).